Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and multiple issues occurred with the catheter. The impedance and temperature did not display. In addition, there was a magnetic sensor error, a deflection issue and an issue with the force sensor. The procedure was completed with no patient consequence. This event was originally assessed as not MDR reportable because the potential that they could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The device was returned to the biosense webster failure analysis lab for investigation and on (B)(6) 2017 it was discovered that there was reddish material found under the pebax of the catheter. However, no damages were found on the catheter. This finding was also assessed as not MDR reportable since there was no physical damage, then the potential that it could cause or contribute to a death or serious injury is remote. During further investigation, on (B)(6) 2018, it was discovered that the scanning electron microscope results showed evidence of a hole, stress marks and mechanical damage on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. This finding is MDR reportable because a break in catheter integrity can cause a potential risk to the patient. The awareness date has been reset to (B)(6) 2018, the date the reportable finding was discovered.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and multiple issues occurred with the catheter. The impedance and temperature did not display. In addition, there was a magnetic sensor error, a deflection issue and an issue with the force sensor. The returned device was visually inspected and reddish material was found under the pebax, no damage was observed. Per the event, the catheter was tested for sensor and carto functionality. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter failed during the carto test error 105 (magnetic senor error) and 106 (force sensor error) was displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor and a potential pc board failure. Then, the returned device was then evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple (tc) wires were broken at the tip section creating an intermittence of temperature. The catheter was connected to the stockert generator and impedance values were observed. Then, per the event, a deflection test was performed and the catheter passed. Additionally, per the damage observed a scanning electron microscope (sem) testing was performed and the results showed evidence of a hole, stress marks and mechanical damage on the surface of the pebax (which made this complaint MDR reportable). It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint has been verified. The root cause of the loss of electrical continuity at the sensor could not be determined. The tc failure is detectable in production, mitigating this failure from reaching the costumer. However, despite all the controls put in place during the manufacturing of a device, inadvertent polyurethane wicking on tc wires can cause these wires to break in field, during a procedure, because of catheter fatigue. This is an inherent limitation of the design. This failure does not represent any patient safety impact. Based on available analysis finding results, the damage on the pebax does not appear to be caused by any internal bwi processes since there are evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).